Event description:
It was reported that this spinal cord stimulation (scs) patient experienced inadequate stimulation. To address this the patient underwent a revision procedure where in the lead was remove and replaced. Post operatively the patient is doing great. According to facility policy the explanted device was disposed and will not be return.

Manufacturer narrative:
Db2: additional pro code selection that applies to the indication of this device (qrb).